Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure on (B)(6) 2021. During the procedure, the loop end of the initial peg tube detached and became lodged inside the wall of the stomach. The physician pulled on the loop and it came out however, the stoma site hole became bigger. Therefore the original procedure was cancelled. The same day the patient was sent to or to have the hole repaired. It was reported the patient has fully recovered.